Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken tip/hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis (fa). The instrument was analyzed and found to have one of the grip handles bent and sticking out. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.